Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor, no issues observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Returned sensor was scanned using a known good android device and librelink app. An expected response from the application showing previous successful communication between the app and the sensor was observed. Therefore, issue is not confirmed.all pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung phone with android operating system version 13 with software version 3.4.2.9593. Customer received no message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with samsung phone with android operating system version 13. Customer received no message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring non-healthcare professional administration of glucagon injection for treatment. There was no report of death or permanent impairment associated with this event.